Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting, perforation of all filter struts outside the wall of the ivc with multiple struts perforating into surrounding tissue/organs, and fracture of one or more of the struts. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting, perforation of all filter struts outside the wall of the inferior vena cava (ivc), with multiple struts perforating into surrounding tissue/organs, and fracture of one or more of the struts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting, perforation of all filter struts outside the wall of the inferior vena cava (ivc), with multiple struts perforating into surrounding tissue/organs, and fracture of one or more of the struts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Per the implant records, the patient was reported to have a history of respiratory failure. The right common femoral vein was catheterized using a seldinger approach, with the aid of ultrasonography. The amount of contrast infused was limited due to the patient¿s condition; therefore, a previous abdominal computed tomography (CT) scan was used for evaluation and the inferior vena cava was identified and found to be normal in caliber. The filter was placed at the level of l2, below the renal veins. A post procedure venogram demonstrated adequate positioning of the filter. The patient tolerated the procedure well and there were no complications encountered. Approximately twelve after the filter was implanted, the patient underwent another abdominal CT scan. The reformatted CT images were later submitted for review. As per review findings, the superior end of the cordis trapease ivc filter is at the mid l2 vertebral body. The ivc filter is tilted anteriorly at the superior end and it contacts the ivc wall. The ivc filter is also tilted posteriorly at the inferior end and it does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 5mm with multiple struts extending extraluminal and there is one lateral fractured strut. The report also noted that the original function of this ivc filter is permanent; therefore, it cannot be removed by a percutaneous approach. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately thirteen years after the filter implantation. The patient reports ivc perforation, tilting and fracture of the filter, with fractured filter struts retained in the body. The patient further experienced anxiety, depression and loss of physical activities related to the filter.

Manufacturer narrative:
As reported, a patient had placement of a trapease inferior vena cava (ivc) filter. Per the implant records, history includes respiratory failure. The filter was placed at the level of l2, below the renal veins. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, tilting, perforation of all filter struts outside the wall of the ivc, with multiple struts perforating into surrounding tissue/organs, and fracture of one or more of the struts. Approximately twelve years post implant, a CT scan revealed the superior end of the filter is at the mid l2 vertebral body. The ivc filter is tilted. All the struts of the ivc filter perforate the ivc up to 5mm with multiple struts extending extraluminal and there is one lateral fractured strut. Per the patient profile form (ppf), the patient reports ivc perforation, tilting and fracture of the filter, with fractured filter struts retained in the body. The patient further reports anxiety, depression and loss of physical activities related to the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.